Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: a lcp un sterile screw was opened in the sterile field during a procedure. Hospital reported the word non sterile is printed on the package and is very small. No material is available.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.